Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a long, diffuse, severe lesion in the mid to distal right coronary artery (rca). Predilatation was performed with a 1.5 x 20 mm balloon catheter. During the attempt to advance the 3.0 x 28 mm xience v stent, the shaft became kinked, but the stent was able to reach the lesion in the distal rca. During inflation, a spread of dye was seen in the vessel, the stent did not inflate, and the proximal part of the device, connected to the inflation device was separated outside the guide catheter. The whole system (guide catheter, stent delivery system, and guide wire) was removed through the femoral sheath. A new guide catheter and guide wire were placed and a 3.0 x 18 mm promus stent was implanted in the distal rca and a 3.0 x 38 mm xience prime ll stent was implanted in the mid rca. The final result was good and the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
(B)(4).